Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Cine image review: several images associated with the initial report were received for evaluation. Some of the images were from the date of stent implantation and other images were from a follow up approximately 1.5 months post index procedure. The images document a visi-pro stent at the pelvic axis and another stent overlapping the distal 1/2 cm. In this image there is a slight offset in the strut profile noted approximately 1/2cm proximal to the stent overlap. In the follow up images, the proximal stent (closest to the iliac arch) exhibited a greater profile step (offset) at the separation of strut levels at a half-cell gap. The resolution of the cine images did not allow a definitive determination whether the stent struts (bridges) were fractured or this was a pseudo-fracture.

Event description:
This procedure was performed in (B)(6). The visi-pro stent was deployed on (B)(6) 2014. Angiography performed on (B)(6) 2014 found a break in the previously deployed visi-pro stent, as well as dislocation of the fracture end about 1/2 cm above an overlap with another stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.